Event description:
It was reported that the camera head was not working. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: no image. Based on the results of the investigation, it is likely there was no image due to the charged coupled device and the camera cable unit malfunctioning. However, a definitive root cause could not be established. A device history record review was conducted on the current product, and no problems were found. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.